Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg 340 mg/dl) and ketones were present. Customer did not feel well. Customer changed the cartridge and administered a correction bolus. Customer was admitted to the hospital and healthcare provider identified ketones as dangerous. Customer was treated with "infusion and kalium". After 6 hours, customer was discharged; bg had normalized. Customer reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading at the time of the event. Reportedly, the cgm bg reading was 160 mg/dl, and the meter bg reading was 340 mg/dl. Pump was checked and found to be functional. Reportedly, upon discharge, customer reverted to using an alternate method of insulin therapy.